Manufacturer narrative:
11/4/1996-supplemental report #2 sent to FDA. It has come to co's attention that info on our initial medwatch submission of 6/25/1997 was reported in error. It was initially reported that the submission was beyond the 5 business day reporting timeframe for the "5-day" report. It should be noted that the 5 business day reporting timeframe was not exceeded as management did not become aware that the 5 day report was necessary until 6/19/1997.

Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not open after firing. The surgeon placed another instrument parallel to the first instrument and fired. Additional tissue was resected as specimen.